Manufacturer narrative:
Upon evaluation, corrosion was discovered internally and there were signs of third party work in the rear motor assembly, both of which can cause or contribute to the device displaying a bias current message.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message on the console which signals a condition occurred from which the device has the potential to run without user activation.